Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. (B)(6) 2010: it was later discovered in the manufacturer's database the patient died eighteen days after replacement. Follow up later revealed patient had not been pacemaker dependant. Had been admitted to coronary care unit 3 days prior to death with increasing dyspnea, dehydration and possible pneumonia, no fever, weakness, slightly hypotensive and hypoxic. Echo showed dramatic lv (left ventricular) dysfunction, patient had elevated liver function tests and was in acute renal failure. Patient was noted to have had a do not resuscitate status. There is no allegation by the health care professional that the death was device related.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. It was later discovered in the manufacturer's database the patient died eighteen days after replacement. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.